Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous vessel located in the ankle. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon burst. The device was deflated and removed normally. The procedure was completed with alternative device. No patient complications were reported.